Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in use at the time of this issue. During the evaluation of the device at the manufacturer's service center, an error code related to the ventilator service required was observed. The internal battery was replaced to resolve this issue. Additional information received from the philips product investigation lab (pil) found the device powered on and operating normally. The pil confirmed there were two (2) feet missing, which were replaced on the device. The inlet air path assembly and removable air path foam was replaced.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in use at the time of this issue. During the evaluation of the device at the manufacturer's service center, an error code related to the ventilator service required was observed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.